Event description:
Sales rep. Reported "massive inflammation in the tibia" approx one month post-op. The surgeon said, "two of the four pts he has used calaxo on have developed this inflammation". Both pt's were take to the emergency room, the area was opened, cleaned up, cultures taken, and no signs of infection showed on the tests results. Some shreds of the screw were also noted. No other info is available at this time.

Manufacturer narrative:
No product was returned for evaluation therefore, no determination could be made for the reported incident.